Event description:
A bracco CT fastload syringe was noticed to have broken pieces in package upon opening. Tech noticed white pieces from syringe in packaging and did not use syringe. All parts and packaging saved. Lot#244589. Expiration 2026-10-10.